Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. The investigation is confirmed for the reported catheter trays melted as the package was found warped. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022).

Event description:
It was reported that when the distributor received a shipment of the device, the catheter trays in the device was allegedly found to be melted, shrunk and slight curved in shape due to overheating. There was no patient involvement.